Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer did not provide further details and declined tandem technical support's offer to troubleshoot as the event was already discussed with a clinical diabetes educator.